Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was advanced in the patient. It was noted that there was excess blood coming from the hemostasis valve. The device was exchanged and the procedure was continued. There were no patient complications reported and the patient condition was fine.